Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked, catheter twist began 56cm from the lap joint section and the imaging core was damage. Microscope inspection also revealed catheter twist began 56cm from the lap joint section. An impedance test was performed with the above referenced calibrated equipment. Impedance testing shows an electrical open at proximal 90- 100cm end of the catheter. Media inspection revealed the sheath kinked and imaging window twisted. A kink in the sheath can occur in the procedure during advancement maneuvers inside the vessel and into the interest area, in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter, if the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. Regarding, image core damage, is caused by the action of twisting forces over itself that encloses the coaxial cable. This twisting force occurs when there is a difference in rotational speed between the proximal and distal end of the cable, this is often caused by friction with the inner walls of the catheter. The friction generates a force opposing the torque exerted from the mdu, which would consequently cause imaging core damage. All compiled information on this investigation determines that the most probable cause is: cause traced to device design.

Event description:
Reportable based on device analysis completed on 16 feb 2024. It was reported that catheter issues occurred. The target lesion is located in the mild to moderately tortuous and mild to moderately calcified distal superficial femoral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the imaging was turned on and the ivus catheter was advanced, a different audible sound was noticed coming from the motor drive unit. Additionally, it was observed that the shaft of the catheter was kinked or bent, and no image was present on the monitor. The procedure was completed using another of the same device. No patient complications were reported. However, device analysis revealed a catheter twist that began 56cm from the lap joint section.